Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamp sleeve was stuck in the up position. The fse replaced the tip clamp sleeve and the tip clamp in position #5 and checked the holding force of the plunger clamp. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.